Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an endovascular procedure for inferior vena cava (ivc) filter implantation, the physician noted that the 55 cm. Trapease filter failed to completely open properly upon deployment. There was no reported patient injury. Additional information obtained indicated that the patient weighed only seventy-five pounds and had a history of severe rheumatoid arthritis. The physician's stated that his working theory is that the patient's ivc was of very narrow caliber thus preventing the filter from opening to its fullest dimension and therefore appearing as under expanded. No additional information is available. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the field indicated that during an endovascular procedure for inferior vena cava (ivc) filter implantation, the physician noted that the 55 cm. Trapease pvcf fem/jug csi filter failed to open properly on deployment/did not open completely. There was no reported patient injury. Additional information obtained indicated that the patient weighed only seventy-five pounds and had a history of severe rheumatoid arthritis. The physician's stated that his working theory is that the patient's ivc was of very narrow caliber. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.